Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a social media post that their healthcare professional (hcp) had sold them a neurostimulator, ¿placed [her] badly ,¿ and the ¿battery got damaged.¿ the patient stated that they lost their spinal cord neurostimulator. Additional information received on 02/04/2020 noted the patient was ¿suffering worse pain and lack of respiratory¿ due to the bad praxis of a doctor. It was stated that the neurostimulator was damaged due to bad position and that the patient was not able to load the battery. It was noted the patient¿s neurostimulator was placed ¿with a peridural cervical back, persisting fibromyalgia, for the control of the neurostimulator.¿ no further event information was reported; no further complications were reported or anticipated.